Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, when the device was used for its second firing with a green cartridge, there was not a good staple line. Another same device was opened, and the green cartridge was loaded and worked fine. There were no adverse consequences to the patient.